Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es stuck at a windows update for about an hour. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issues were related to the solid-state drive and software configurations. A field service engineer removed and replaced the solid-state drive and installed the device image. They adjusted the network settings, installed all system updates, and enabled credential management to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.